Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.

Event description:
Boston scientific received information that this patient called boston scientific patient services (ps) stating that she feels a constant sharp pain in her chest in the device area and has for the past few days. The patient stated that she recently went to the hospital for a colonoscopy where they found some arrhythmia's and was then admitted. Ps services suggested calling her physician. A boston scientific sales representative (sr) was contacted and stated the patient was admitted to the hospital for episodes of ventricular tachycardia (vt) and her condition is deteriorating. This patient is on the list for a heart transplant. No additional adverse events were reported and the device remains implanted.